Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned product confirmed the reported event. A search of the complaint database did not show any other reports against the provided product and lot combination. The investigation could not draw any conclusions about the reported event: however, there is evidence to suggest the liner was not properly seated in to the cup. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
X-rays revealed dissociation of the pinnacle liner from the pinnacle acetabular shell.